Event description:
The IV treatment team was requested to evaluate patient's hickman. The bedside rn was unable to flush the white lumen. The bedside rn stated that when trying to instill a normal saline flush the line bulged out. When the IV treatment team attempted to flush the line and conduct their assessment a split/crack was noted in the line where the previous rn had noticed a bulge. There was little pressure applied to the line while conducting this assessment. Upon identifying the defect, the IV treatment team immediately placed two hemostats below the cracked line. After the line was secured, the bedside rn was notified as well as the on-call family medicine resident who responded to the bedside promptly.